Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, ¿check belt¿ messages, "add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt trunk cable was cut, cutting all of the wires in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.